Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the device was visually inspected and the results were summarized below: roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the device was very clean. Case was returned in a good condition with both label and warning label. Accessories: both left/right straps were intact. The root cause cannot be explicitly determined. It was reported that the patient used the device for several months without an issue. It was also reported that the patient no "known" allergies prior to receiving or using the device. IFU-012544 rev 1.0 (ema instructions for use) states in precaution section: "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide or denture cleaner. It also states in the cleaning procedure, "brush the device carefully with a soft toothbrush and use only clear cool water to rinse the device. Do not use soap to clean the appliance.

Manufacturer narrative:
The date of event was not specified by the patient; however, the patient was wearing the device from (B)(6) 2018 to (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using the ema mouth guard. The patient developed sores on the inner cheek and the back of her throat. Per provided information, the patient visited her physician for a reaction as it was thought that she had a viral outbreak. It was later determined that the mouth guard was causing the reaction and not a viral outbreak. The patient had worn the appliance for several months ((B)(6) 2018). It was unknown when the patient first experienced the reaction. The reaction lasted for several weeks. In (B)(6) 2018, she was advised to no longer use the appliance and visit the dental office. She was advised to use mmuth rise to sooth the sores. The patient has no known allergies. The appliance was rinsed in the office prior to delivering the mouth guard to the patient. The office was unsure how the patient cleaned the mouth guard. The patient has not returned with further issues. Photos were not available for review.